Event description:
It was reported that the sensor electrode seemed to be shorter than usual. Advised customer the sensor would be replaced and customer will return the sensor. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.